Manufacturer narrative:
Device is a combination product. A distal portion of the broken device was returned for analysis. The portion of the device distal of the break site included a portion of the shaft polymer extrusion, stent balloon and tip were returned. The remainder of the device including the hub, hypotube and mid-shaft were not returned. The stent was damaged with proximal stent struts bunched in a distal direction along the balloon. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the shaft polymer extrusion found a shaft polymer extrusion break 36.9cm proximal to the distal tip of the device. The inner and outer shaft polymer extrusion was stretched and kinked at multiple locations. An examination of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty, shaft break, and vessel occlusion occurred. The target lesion was located in the right coronary artery. A 24x2.50mm promus elite stent was advanced to treat the lesion. However,the device could not be advanced beyond the proximal lesion, and when the device was attempted to be removed, it became stuck in the proximal lesion and got fractured, completely occluding the rca. The patient was then sent to emergency cardiac surgery to remove the fragment. No further patient complication's were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulty, shaft break, and vessel occlusion occurred. The target lesion was located in the right coronary artery. A 24x2.50mm promus elite stent was advanced to treat the lesion. However,the device could not be advanced beyond the proximal lesion,and when the device was attempted to be removed,it became stuck in the proximal lesion and got fractured,completely occluding the rca. The patient was then sent to emergency cardiac surgery to remove the fragment. No further patient complications were reported.